Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing. Unable to confirm low battery alert and unable to perform any tests due to buttons unresponsive. The insulin pump had cracked battery tube thread, stripped battery cap coin slot, broken reservoir tube lip, cracked reservoir tube, cracked case near the display window corners, cracked display window, missing end cap sticker, and severely scratched display window noted. Unable to confirm broken belt clip due to the insulin pump was returned without the belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that buttons were not responding and received a button error alarm. Customer also reported that the battery cap was worn down and the rim around reservoir compartment was chipping off. Customer reported that after belt clip broke, insulin pump was worn in pocket or bra where it often fell out from. Customer's blood glucose was 347 mg/dl and 400 mg/dl. Customer was advised that insulin pump would need to be replaced.